Event description:
It was reported that the patient presented via merlin.net transmission. The transmission revealed inappropriate auto mode switches due to atrial lead noise. The patient was asymptomatic and would be followed normally. The lead remained implanted.